Manufacturer narrative:
Manufacturer's evaluation: the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. In turn, the patient's was given a steroid injection and oral antibiotics to address the infection.

Event description:
Follow-up revealed the patient's doctor is skeptical of the patient's infection diagnosis. In turn, the patient's doctor plans to keep the patient on antibiotics in the meantime and will evaluate the wound on a later date.

Event description:
Follow-up revealed the patient is unsure if the infection has resolved. Also, blood work was not performed and the patient is off of antibiotics.